Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The stem remains implanted and was not revised as previously reported. Corrected data: date of event ¿ blank ¿ not revised - remains implanted; date of explant ¿ blank ¿ not revised - remains implanted.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The stem remains implanted and was not revised as previously reported. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components."

Event description:
It was reported that patient enrolled in clinical study underwent right total hip arthroplasty (B)(6) 2005. A subsequent revision of the cup was performed (B)(6) 2012 due to pain, elevated metal ion levels, and damage to surrounding tissue and bone. Additional information received from patient's legal counsel reports a right hip revision procedure was due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, metal poisoning, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a right hip revision on (B)(6) 2012 due to pain and elevated metal ion levels. Operative report noted the presence of fluid, corrosion at the trunnion, black debris, and a well fixed stem. The modular head and acetabular cup were removed and replaced with a competitor cup and biomet head and taper adapter.

Event description:
It was reported that patient enrolled in clinical study underwent right total hip arthroplasty (B)(6) 2005. A subsequent revision of the cup was performed (B)(6) 2012 due to pain, elevated metal ion levels, and damage to surrounding tissue and bone. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-02817 / 02818 & 01304).